Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(6). Manufacturing date: june 29, 2020 expiration date: may 31, 2029 part number: 04.005.528s, 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail ¿ sterile lot number: 60p1399 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, inspect whirl threads, vibe, flute / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to cut-out and total hip conversion¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a removal surgery of tfna due to cut out converted to total hip. The procedure successfully completed. The patient outcome is unknown. This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail-ster. This is report 1 of 4 for (B)(4) .